Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent the reduction and mesh repair of an incarcerated ventral hernia, and the excision of large abdominal wall lipoma. She had revision surgery 1 year and 2 months post-operative. The patient experienced a mesh infection.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.